Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information was received that the patient underwent surgical intervention to explant and replace the ipg.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The date of event is estimated.

Event description:
It was reported that after an unrelated surgery, the patient did not recharge the ipg as recommended. The ipg would no longer communicate with external devices and the patient lost therapy. Surgery may occur to address the issue.